Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after noticing the carpet below the cycler was soaked. The patient noticed the leak after completing his pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. There was no fluid leak observed within the cycler. The patient was advised to notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was completed with cycler. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.